Manufacturer narrative:
Unit received with blank display due to moisture damaged electronic assembly. Unable to perform displacement, self tests due to the blank display. Unit had cracked battery tube threads, cracked case (battery tube). The unit p-cap / test reservoir locks in place properly. (B)(4).

Event description:
Information received by medtronic indicated that there was a big crack on the insulin pump where the battery was held. The customer also stated that the insulin pump was exposed to moisture. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.